Event description:
The pt was at the cancer care center on march 30, 2000 receiving chemotherapy. The sabratek pump was turned off to give the chemotherapy treatment to the pt. Once the chemotherapy treatment was complete, the nurse decreased the rate of morphine infusion per doctor's orders & the pt was hooked up to the sabratek pump & sent home. (The nurse who changed the rate was double-checked.) Approximately 1-2 hours later, the pt's child called the cancer care center, saying that the pt's bag was dry. (There should have been approximately 30cc of morphine left in the bag according to the nurse). According to the nurse, the pt didn't administer any bolus doses. A nurse went to the pt's home, & found symptoms of lethargy, slurred speech, wheezing, congestion, & apnea spells. The pt was brought to the home health dept, & was given a new pump for the pt's morphine therapy, which had not been hooked up to the pt right away.